Event description:
It was reported that during an implant, the lead was not checked before implantation, and after the first spinning, lead would not rotate out.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found stretched and clogged with blood/tissue. Unable to perform the helix mechanism/ extension length test due to the damaged helix, as received. The cause of the reported event was due to the helix being stretched/ damaged consistent with procedural damage.